Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. The device has been requested to be returned to the manufacturer for investigation and replaced. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: review of the black box data revealed on unexplained power on reset event on (B)(4), 2013 at 11:47. The battery voltage prior to the power on reset event was noted to be within specifications. A battery cap was not returned with the pump for investigation; therefore, a test battery cap was used during the investigation. On investigation, the pump powered on using the test battery cap and was exercised for 24 hours with no reboot or loss of power duplicated. The pump case was removed for investigation revealing no evidence of moisture contamination inside pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Investigation did not duplicate the pump rebooting. The pump was found to be operating within the required specifications without malfunction during investigation.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump was rebooting without user involvement. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.